Event description:
Rptr went into facility where he was given ect treatments along with "mck". Mck to rptr's knowledge is a paralysis caused by drugs, and when ect is given rptr understands "mck" to be a research procedure.